Manufacturer narrative:
Product unavailable for analysis.

Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal system was used during a sling placement procedure for stress incontinence. According to the complainant, during the procedure, the bladder was perforated. The procedure was completed with this device and no actions were taken to repair the perforation as it was allowed to heal on its own. There were no other patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal system was used during a sling placement procedure for stress incontinence. According to the complainant, during the procedure, the bladder was perforated. The procedure was completed with this device and no actions were taken to repair the perforation as it was allowed to heal on its own. There were no other patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(B)(4).